Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. There was blood in/on the helix/lobe mechanism. Visual analysis noted damaged at explant.

Event description:
It was reported that during the implant attempt, the superior vena cava coil of the right ventricular lead was damaged by the valve on the introducer. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.